Event description:
Olympus was informed by the biomedical engineer at the user facility that the high definition autoclavable camera head has a "black image on screen" during an unspecified event. No patient injury or harm was reported to olympus. The camera head will be returned for service.

Manufacturer narrative:
The suspect device was returned to the regional repair center (oit). The evaluation confirmed the reported issue as the camera head was tested and no image was shown when connecting the camera head to the video processor due to a defective charge coupled device (ccd) unit. There were no indications of a specified fault and the cable was free from any physical defects. The device was sold in october 2015 and was previously repaired in july 2019 for similar reasons requiring a replacement of the cable and the ccd unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty charge-coupled device (ccd) unit could not be identified. Olympus will continue to monitor field performance for this device.